Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came in with ventricular tachycardia requiring defibrillation. No further arrhythmias were noted by the clinician. The patient experienced two syncope episodes, nausea, and vomiting as a result of the arrhythmia, and caused clinical compromise. The patient did not have a history of arrhythmia pre-left ventricular assist device (lvad). The arrhythmia was not considered to be device or therapy related, and it had resolved. The patient had no implantable cardioverter-defibrillator. Log files were sent for review, and the periodic log captured a drop in power/flow with an increase in pulsatility index (pi) between (B)(6) 2025 at 22:49:29 & (B)(6)2025 at 6:49:26. The event log captured a drop in power/flow between (B)(6) 2025 at 5:48:18 & (B)(6) 2025 at 6:55:12. The pump appeared to be operating as intended. No troubleshooting was performed for the cause of drop of power/flow and increased pi. The patient was stable as of (B)(6) 2025.

Manufacturer narrative:
Corrected data: section b2: included required intervention. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, is currently available. Chapter 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Additionally, chapter 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.